Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. While being applied on the stomach, the device fired about halfway and then jammed. The surgeon did not feel comfortable continuing to push through and the handle seems potentially breaking. Another handle and reload was used in order to complete the procedure. No patient injury has been noted.